Manufacturer narrative:
This complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 2333610 and 1266643. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. Batch 1266643 was expired at the time of investigation and not used in investigation testing. To investigate, three retention panels from the complaint batch 2333610 were tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from the complaint batch 2333610 were tested using qc isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. All six panels identified as s. Aureus, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on complaint batch 2333610, two of which is related to this defect and not confirmed. A review of complaints revealed seven additional complaints on complaint batch 1266643, five of which is related to this defect where one is confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: 3 panels affected in total. Customer also reported an isolate of s. Aureus was identified as s. Epidermidis, (specimen number 91379564 on lot 1266643. Customer would like this tested in triplicate. Other 2 isolates were lot 1023336. Steps taken with customer/troubleshooting: customer reports an isolate of s. Saprophyticus was identified as s. Pastueri (specimen #50506583), and an isolate of coag negative staph, not s. Epidermidis was identified as s. Epidermidis (specimen number 20193594/50264969).

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was misidentification. The following information was provided by the initial reporter: (B)(6) : 2023-05-18 11:52:01 (gmt). 3 panels affected in total. Customer also reported an isolate of s. Aureus was identified as s. Epidermidis, (specimen number 91379564 on lot 1266643. Customer would like this tested in triplicate. Other 2 isolates were lot 1023336. Thu (B)(6) 11:48:45 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details emailing for details. Steps taken with customer/troubleshooting: customer reports an isolate of s. Saprophyticus was identified as s. Pastueri (specimen #50506583), and an isolate of coag negative staph, not s. Epidermidis was identified as s. Epidermidis (specimen number 20193594/50264969) emailing for incident date and additional information.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1023336. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Reported lot number 1023336 was reported, however, this is not a lot # manufactured for the reported catalog #448607. D.3 common deice name: system, test, automated antimicrobial susceptibility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2333610. B5. It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.